Event description:
New medtronic guardian 4 transmitter. Installed did not work. Used same sensor. Told to re-pair the transmitter (another 2 hours) (operator from medtronic (B)(4) @ 1740) said she would call back, she did not. 2nd call to medtronic told to use a new sensor. Transmitter and insulin pump did not connect (operator from medtronic (B)(4) @ 2010 pst). 3rd call over 25 min for equipment to connect. Did so during 3rd call not usual equipment behavior, but operator insisted "yes it is", point in fact it is not. (Operator (B)(4) @ 2036 pst). Medtronic tech support is not able to assist and the cgm that I am using is nonfunctional. Issues such as this could cause great injury and death and medtronic has been negligent in factual information and instructions on their equipment. As of this time my cgm in non-functional and medtronic is not making any effort to resolve my issues. Reference report: mw5170244.